Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed after the patient experienced several episodes of ventricular tachycardia and died. Review of ECG strips by a healthcare professional alleged the ICD did not deliver anti-tachycardia pacing pulses when the patient's heart rate was above the programmed rate.